Manufacturer narrative:
(B)(4): the cause of the damage to the stress-member flange was determined to be operator assembly error. The operator failed to align the stress-member with the cover. A quality alert was issued and awareness training was performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white marks at the fill port that appear to be fracture marks within the fill port. The reported condition occurred during filling with diluent sodium chloride. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received a sample for evaluation. Visual inspection of the sample confirmed the reported problem. It was noted that the stress-member flange that surrounds the fill-port was damaged. A review of all batch record documents was conducted for lot number 13c056 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.